Manufacturer narrative:
The device was not returned for evaluation due to the device remains implanted. Review of DHR found units were released for distribution with no deviation or anomaly. Review of complaint history found two other complaints for this lot. A trend was identified which initiated internal corrections and evaluations to address root cause. The root cause was attributed to inadequate storage method, congested workspace and training deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Further investigation suggests the incorrect sized stem may have been implanted; however, radiographs and/or additional information has not been received to confirm the stem is the incorrect size. There has been no revision procedure reported to date and there have been no reports of patient complications as a result. No additional patient consequences were reported.